Event description:
As reported, approximately two years post initial right tka, the female patient had a revision due to poly wear. Patient's liner was revised to an exactech device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation as it was disposed by hospital. No other patient information/medical history reported.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of prosthesis wear as stated in the experience report. However, the device was not returned for evaluation and the photographed tibial insert does not show signs of wear that are inconsistent with an implanted device. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.